Event description:
The lesion being treated was in the obtuse marginal brach (om) coronary artery. The physician attempted pci of a chronic toatally occluded left circumflex (lcx) coronary artery using choice pt2 medium support guidewire, but was unsuccesful. It was reported that the choice pt2 medium support guidewire performed normally. The choice pt2 medium support guidewire was redirected to the om without difficulty. A stent was placed successfully over the wire. The choice pt2 medium support guidewire was removed for the final angiogram, but distal tip fractured and was wedged in distal branch. The tip easily entangled in other guide wires and easily moved to proximal vessel. The choice pt2 medium support guidewire kconsistently slipped free and returned to distal vessel. The physician was unable to pass a snare into the vessel. The physician was unable to entangle the balloon and wires. During a retrieval effort, the guide catheter apparently damaged the stent in the cx/om, ostium. Thereafter, the physician was unable to pass any equipment into om. The patient declined or surgery, left hospital against medical advice. Site notified that the patient presented to another hospital with occluded om artery and mi. Patient is reported as "fine" five days later.